Event description:
Co's legal dept was made aware of a pt taking legal action due to the breakage of a moss miami screw. In 1996, the pt underwent lumbar laminectomy and fusion using moss miami hardware. In 2008, the pt presented at clinic with complaint of lower back pain. X-rays taken at that time revealed several of the screws were fractured. In 2009, an anterior fusion was performed. Surgeon plans to remove old hardware in the future.

Manufacturer narrative:
No conclusions can be made at this time. Implants had been in vivo for 12 years at the time the pt sought medical attention. Device is intended to be a temporary fixation device to aid in the process of fusion, and breakage can occur due to delayed union or non-union, as well as cyclical loading of the device over time. These precautions are stated in the instructions-for-use (IFU) supplied with the device.